Event description:
A pt reported blood glucose results of 221 mg/dl and 109 mg/dl with a lifescan meter, performed within 10 minutes of each other. The pt also reported that the test strips used with the meter were damaged.